Event description:
Customer called reporting, he rec'd an error code 3 message when trying to test and was unable to test.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. Uom was set to mg/dl when meter was rec'd. Found reset calibration memory values causing the uom to be selectable, the battery icon and booklet icon to appear on the display and give e3 errors. Serial number was also corrupt. Meter is inoperable. Customers and retailers have been informed through the, fa16may2006 letter.